Event description:
The user facility reported that a 44-year-old male patient implanted with the impella 5.5 for mechanical circulatory support developed a hole in the catheter. The blood began to leak from the red impella plug following closure of right axillary pocket. The pump was subsequently replaced the next day. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported hole in catheter was completed. The device was returned for evaluation. Visual inspection of the returned product revealed blood leaking from the red handle. A catheter puncture was also found and identified as the entry point for the blood. Based on the available information, the root cause of the catheter puncture was likely due to a needle used by the operator while securing the pump. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.